Manufacturer narrative:
The lens was returned inside a non-company self sealing pouch in a biohazard bag. Viscoelastic and blood were dried on the lens. One haptic was bent with distal tip adhered in dried solution to the optic. The other haptic was extended. The optic was cut into pieces. The lens was cleaned with klrp for further evaluation. One haptic distal area was nicked on the posterior and split on the posterior edge. The anterior distal area has scratches. One optic portion was cracked from the edge travelling inward in the outline of an instrument used to grasp the lens. The optic posterior was cracked near the cut line of damage. The other optic portion was cracked near the cut line of damage. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were used. The root cause cannot be determined for the reported complaint of "lens explanted due to incorrect lens power, torn capsule bag". The explanted lens was returned cut into pieces with additional damage. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provide that the company (2.25 cyl.) 17.0 diopter (add power +2.2/+3.2 diopter) was removed and replaced with a non-company monofocal lens. The diopter information of the monofocal replacement lens was not provided. Due to the exchange of a multifocal toric lens for a monofocal lens, this suggests that a monofocal lens may have been an improved choice for the patient's vision needs. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was unhappy with vision due to incorrect lens power. The iol was exchanged for non-company lens. New lens was not implanted due to a torn capsule bag. Patient will return to operation room (or) for a lens to be sutured in. Vitrectomy needed, suture of wound and incision enlargement needed. Capsule bag not intact. Additional information has been requested.